Manufacturer narrative:
The reported complaint of an air trap error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed at customer's site by a biomed technician. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. Following the air trap block cleaning, the thermogard passed all the testing with no issue or faults observed. Historical complaints were reviewed and no similar complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient use customer experienced leaked saline on 3 systems and 3 suk custom luers. Two hours after the icy catheter was placed, fluid was observed on the floor and airtrap alarm message was noted on the console (B)(4) due to suk leak. Customer was unable to clear the airtrap error. Second system (B)(4) and new suk was used to continue the treatment. No patient harm or consequence reported on this event. Multiple attempts were made to retrieve additional information for the third system; however, were unsuccessful. System 1 of 3. For the second system see MFR 3010617000-2017-01203 for the third system see MFR 3010617000-2017-01204